Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the MRI powerport isp. During the procedure it was noted that, when flushing the tear-off sheath, the surgeon found that it did not flush well also have issue with suction and found that there was a plastic substance adhering to the dilator, which prevented it from flushing the tubing and accessing the guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows one unsealed product tray with one port, two cathlocks and one vein pick. One introducer sheath with dilator, one guidewire, few kit components and surgical equipment were noted near the product tray. No anomalies were noted. The investigation is inconclusive for the reported suction issue, difficult to flush and obstruction of flow issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the MRI powerport isp. During the procedure it was noted that, when flushing the tear-off sheath, the surgeon found that it did not flush well also have issue with suction and found that there was a plastic substance adhering to the dilator, which prevented it from flushing the tubing and accessing the guidewire. There was no reported patient injury.